Event description:
It was reported that a spectrum pump alarmed close door when door was closed. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, alarmed close door when door is closed was not reproduced. A review of the event history log revealed shut door - power off. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was determined to be within specification. Should additional relevant information become available, a supplemental report will be submitted.